Event description:
The customer's husband reported via phone call that she went to the doctor's office and he programmed her pump and put her on it without the sensors. Customer's blood glucose kept going up and she was unresponsive when her daughter and granddaughter tried to rouse her from her sleep. The paramedics were called and took her to the hospital on (B)(6) 2015. Customer's blood glucose was 1303 mg/dl. Customer has sepsis and the infection was discovered when she got to the hospital. Customer was off the pump now and was trying to keep her blood glucose between 150-200 mg/dl. Customer was unconscious and vomiting. Caller stated that he was unsure if the customer had diabetic ketoacidosis. Customer was wearing the pump at the time of the hospitalization. Customer is still in the hospital and the doctor wants her back on the pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.